Manufacturer narrative:
E1 phone number: (B)(6). Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in japan. During a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 20 mm sapien 3 ultra resilia (s3ur) valve in the native aortic position, severe transvalvular aortic regurgitation (tvr) was observed after post dilation. The valve was initially deployed in an intended 90/10 position with a plus 1 cc overfill. Paravalvular leak (pvl) was evaluated by aortography and transesophageal echocardiography (tee), and mild or greater pvl was observed. Post dilatation was performed with the same plus 1 cc volume, and re evaluation by tee continued to demonstrate mild or greater pvl, originating from the 12 o clock direction at the ncc lcc commissure. A second post dilatation was performed with the same plus 1 cc. Detailed tee findings showed severe equivalent regurgitation from the right coronary cusp (rcc) toward the anterior mitral leaflet, and a kissing point was visualized. Severe regurgitation persisted even after removal of the guidewire and catheter from the left ventricle. A valve in valve was performed using a second 20 mm sapien 3 ultra resilia valve. Residual pvl from the native valve, first valve, and second valve combined resulted in trivial to mild, which was considered acceptable.